Event description:
A report was received that the patient having difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed all the tests performed.

Event description:
A report was received that the patient having difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively.